Manufacturer narrative:
H6 method - results - the MFR engineer microscopically examined the end of the returned catheter. The end appeared to have been cut about halfway through, then torn the rest of the way. It was noted that there were two cuts in the tubing above where the catheter had broken. The cuts were not all the way through the catheter but half way through the tubing. Conclusions - the engineer was unable to make any definite conclusions as to the cause of the break or how the cuts in the tubing originated.